Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient reported receiving low readings (48 mg/dl) from both her mobile app and insulin pump. However, a fingerstick test showed an elevated blood glucose level of 318 mg/dl. The patient did not perform a calibration at that time and administered insulin (route not specified). She expressed concern that she may have been entering diabetic ketoacidosis (dka). Later that afternoon (exact time not provided), the patient went to the hospital (no information provided regarding accompaniment). Upon arrival, hospital staff performed a fingerstick test which showed a blood glucose level of approximately 300 mg/dl, while her cgm continued to display low readings (exact value not provided). She was diagnosed with dka and received intravenous saline and medication for nausea. The patient remained hospitalized until approximately 8:00¿9:00 pm on (B)(6) 2025. During a follow-up call, she reported that she is currently feeling fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.